Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely after reaching end of life (eol). This device was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely after reaching end of life (eol). This device was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. The device was eventually returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. The analysis confirmed the clinical observation of premature battery depletion. External visual inspection revealed no irregularities. The device case was opened, and testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.